Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to flattened escape button dome switch. No traces of moisture noted at electronic or motor assemblies per visual inspection. The pump was received with scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.